Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the area representative that a patient underwent a flexible ureterolithotripsy procedure. The customer reported that the ncircle tipless stone extractor that was in use, broke during procedure. The attending physician indicated that while attempting to extract larger stones down though the flexor access sheath it was discovered that one of the tines broke from the basket. The reported indicated no harm was done to the patient and the procedure was completed with another ncircle that was opened. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient experience any adverse effects due to this occurrence. No further information was provided.

Manufacturer narrative:
A review of functional test, device history record, specification, complaint history, documentation, instructions for use and visual inspections was conducted during on the returned product during the investigation. The ngage nitinol stone extractor is shipped with instructions for use (IFU), which clearly states the proper warnings, precautions, and instructions for use. A visual examination noted that one wire from the basket formation has pulled out of the cannula. A functional test was performed and the unidex handle (udh) handle does actuate the basket formation. The lot number was provided and a review of the device history record indicated there was one (1) non-conformance, unrelated to this failure mode. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.